Event description:
It was reported that there was a wound infection over the implant site "related to the suture right ventricular lead." It was also reported that there was redness over the implant site for three weeks, localized pain, and an area of inflammation related to suture sleeve stitch. The device was explanted and will be replaced after antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.